Manufacturer narrative:
(B)(4). The reported issue 'missing data on the packaging' was confirmed upon investigation of the returned sample. The customer provided one photo and returned one-unit mad100 mad nasal with 3 ml syringe for investigation. Visual inspection of the sample confirmed that the packaging is missing part of the labeling that includes the lot information. A device history record review was performed, and no relevant findings were identified. Based on the investigation of the returned complaint device, the root cause was identified to be a manufacturing issue related to not purging and scraping all the blank (unprinted) pouches. Corrective actions were previously implemented to address this issue. The returned sample was manufactured prior to the implementation of the corrective actions.

Event description:
It was reported that " missing model and lot data on the packaging. The issue was identified at incoming inspection."

Manufacturer narrative:
(B)(4) failure mode "missing data on the packaging" could be confirmed with picture attached. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. DHR investigation did not show issues related to complaint. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that " missing model and lot data on the packaging. The issue was identified at incoming inspection."